Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced cramps and the cgm reading was low. The patient was nervous and decided to go to the hospital. On the way to the hospital the patient drank 3 bottles of orange juice. The patient arrived at the hospital at 11:00am and when a fingerstick was taken the blood glucose reading was 309 mg/dl. The patient received intravenous treatment with 4 units insulin and was discharged on the same day at 05:30pm. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.